Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df-1- feed thru wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the sub pectoral implant advisory population.

Event description:
Boston scientific received information that this device is included in an advisory population and was explanted at which time it was noted that the header was breaking off of the device. All lead measurements were good during the life of the device; however, there were some intermittent spikes in pacing impedance on the atrial channel. Additionally, there were a few stored episodes of atrial tachycardia response (atr) due to noise. Testing was performed with the associated atrial lead and the pacing system analyzer (psa) which produced good electrical results. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing to ensure the atrial lead is still functioning appropriately with the replacement device. A review of the daily measurements did reveal an atrial pacing impedance measurement greater than 2000 ohms. No additional adverse patient effects were reported.